Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the footrest energy pedal to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The complaint was not confirmed or replicated based on failure analysis. No related errors were found in logs. Upon visual inspection, no issue that was found that could relate to the reported event. The unit was then installed onto the golden system, where the unit functioned as expected. The camera pedal was pressed multiple times and no issue found. It was totally responsive and fully functional.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the customer informed technical support engineer (tse) that they could not control the camera, and the foot pedal was not moving the camera. The customer reseated the endoscope, moved it from arm 3 to arm 2, and power cycled the system, but these actions did not resolve the issue. The customer converted to another dv system to continue with the procedure. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported.